Manufacturer narrative:
Patient summary from the literature article: female - (B)(6) (edema), female - (B)(6) (edema), female - (B)(6) (edema), male - (B)(6) (hydrocephalus). While some of these adverse events can be traced back to specific cases, there were no malfunctions that could have lead to an adverse event nor were any other adverse events reported.

Event description:
It was reported that following an ablation procedure, the multiple patients experienced edema, and hydrocephalus. Two (2) of the patients were prescribed mannitol, one (1) was prescribed steroids, and one (1) had an external ventricular devices (no shunt needed). If additional information is received, a follow up report will be submitted.